Event description:
It was reported that the patient was experiencing pain. It was unknown if it was related to the patient¿s device/therapy as the reporter was unfamiliar with the device/therapy. Due to the reporter¿s lack of familiarity, very limited information was available. It was reported that the patient was admitted for pain control. The oncologist there said to not use the device because they were not familiar with it. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).